Event description:
It was observed that during the device evaluation, the rigid video laparoscope had foreign material in the llk (laser light cable) plug of the video connector and exhibited deformed outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the most probable cause of the deformed outer tube was traced to component failure, however the cause of the foreign material found in the llk plug (laser light cable) of the video cable section could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.